Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had buttons harder to push, it was stopped working after too much sun and slower during rewind. No harm requiring medical intervention was reported. The customer was declined troubleshooting. The device will be returned for analysis.